Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 2 months post implant of a bifurcated device, a suprarenal aortic extension and three limb extensions, the patient was seen routinely for follow up. A computed tomography (CT) scan was performed which indicated the patient had bilateral leaking into iliac aneurysms. The right side was leaking at the distal limb extension into iliac aneurysm. The physician corrected the endoleak by implanting a competitor stent (9x59 I cast stent). The left side had a hypo snorkel technique performed during the initial implant on (B)(6) 2015 that was leaking. The physician took a coda balloon and crushed the competitor device (icast) that went into the hypo. The leak was sealed off. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Suboptimal medical documentation and adequate imaging studies were available for this review. Product use was incongruent with the IFU. Patient factors that might have contributed to this event included the use of antiplatelet therapy due to the increase risk for bleeding complications. At the fifth hour during the initial procedure, a piece of non- endologix balloon shaft broke during the stenting of the left hypogastric artery, which had to be retrieved. At this point, blood loss was approximately one liter, so the surgeon ended the procedure with a persistent left sided type ib endoleak. The patient was discharged on the second post-operative day, after they received blood. Two months post implant, there was evidence to support bilateral type ib endoleaks, and a possible incomplete seal (right sided type ii endoleak); this finding could not be definitive due to the concomitant presence of the bilateral type ib endoleaks. The secondary of the exclusion of the left hypogastric stent, and a non-endologix right limb extension was confirmed. The final disposition of the patient could not be established due to lack of information, however it was reported that the patient was doing well post operatively. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue could not be definitely identified, but off-label use that included bilateral common iliac aneurysms > 2.3 cm in diameter (5.4 cm right; 3.4 cm left) was the most likely cause. Other possible contributors included a right hypogastric aneurysm and possible incomplete exclusion of the right common iliac sac post plug/coil; and, tortuous, severely calcified common and external iliac arteries. No specific device issue was identified during the investigation.